Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 95% stenosed, 24-48mmx2.5-3.5mm, eccentric, de novo target lesion with a bend of between 45 and 90 degrees were located in the mildly calcified right coronary artery. A 2.50x48 synergy drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the tip of the stent itself was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.